Event description:
It was reported that during an atrial fibrillation (afib) the catheter was intermittently quickly losing power on the prucka recording system and carto, and not able to take ablation points. Upon following up with the customer, bwi received additional information on november 5th 2014 which is now indicative of a reportable event, it was stated that the catheter tip became green instead of red while the stockert generator was showing rf energy delivery. There was no errors were displayed. The data was still tracked on prucka and a break in rf delivery was displayed on prucka when the catheter tip turned green on carto. The case was completed successfully, with no patient consequence and without exchanging the catheter with this issue.

Manufacturer narrative:
The concomitant medical product: smart touch bidirectional, model# d-1327-05-s, lot# 17056189m. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that this catheter would intermittently quickly breaks or dropping power on the prucka recording system and they intermittently not able to take points. No error displayed reported. The device was evaluated and nis board was defected. Defected part was replaced. Issue was resolved. The device was also subjected to the preventive maintenance, safety and functional testing and all tests passed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.